Manufacturer narrative:
Results: bd pas received three samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode of sleeve leakage with the incident lot was not observed as all samples met the required specifications. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a bd vacutainer® ultratouch¿ push button blood collection set and luer adapter had leakage at rubber part of the needle. No serious injury or medical intervention reported.